Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited rising pacing impedance measurements of over 2000 ohms. A rise in threshold measurements was also observed. All other measurements were acceptable and no noise was observed. High energy pacing was performed and the thresholds and impedances decreased. At this time, no intervention has been performed and the lv lead remains implanted and in service. No adverse patient effects were reported.